Event description:
It was reported that during a da vinci-assisted surgical procedure, a jaw snapped on the force bipolar instrument and a fragment fell inside the patient. The customer performed an x-ray and retrieved the fragment during the same procedure which was completed.

Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on one of the grips resulting on a grip tip detached intact from its base and conductor wire was found to be broken as well. Grip tip detached was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.